Event description:
It was reported that a patient underwent a total gastric resection on (B)(6) 2013 and suture was used for knotted suturing. During the procedure, the needle broke off and was not retained. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The actual complaint needle exhibited defect for missing point.